Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Continued from e.1 : phone number: (B)(6).

Event description:
The report of rupture pertains to the right side device.

Event description:
Healthcare professional reported storage of silicone in a right axillary lymph node.

Manufacturer narrative:
Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on an unknown side identified during a "mamma ca screening." Device has been explanted "as an emergency."